Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the stylet during the insertion procedure was confirmed but the cause is unknown. The product returned for evaluation was a 3cg stylet. The stylet was received in two segments, with a complete break in the magnetic region of the stylet. The solid core wire contained a kink proximal of the t-lock assembly and a curled section between the t-lock assembly and the magnetic region. A kink was noted in the magnetic region of the proximal segment 0.3¿ proximal of the break. The kinks in the stylet may indicate that the stylet and/or catheter was advanced against resistance or through a tortuous path. No kinks or bends were noted in the distal segment of the stylet. The outer plastic tubing of the stylet was measured, and it was confirmed that the wall thickness of the material met the device specifications. The edges of the break sites were slightly jagged and irregular. The outer plastic tubing was slightly bent out of round in these regions which may indicate that the tubing was kinked prior to breaking. It was reported that difficulty was felt during catheter advancement. In addition, the stylet was retracted and advanced multiple times. This may have contributed to the stylet breakage. However, the cause of the initial difficulty during advancement could not be determined. It is possible that the difficult placement was a contributing factor in the stylet break. However, it is unknown if additional unknown factors contributed to this event. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported by health professional "friday sept 10th, I attempted to place a triple lumen PICC line. I accessed the vein easily and the wire advanced fine as well as the introducer. I had some difficulty advancing the PICC line from the beginning, but I then was able to get it to approximately the subclavian area. It would not go any further. I did pull out the tps stylet about halfway and then re-advanced it to see where the PICC ended by looking at sherlock. I did this approximately 3-4 times. I then left the catheter in place and removed the tps stylet. I did not notice that any of the stylet wire was missing. I knew I was not in the svc, but I wasn't sure where the tip of the PICC was at, so I obtained a cxr. I didn't want to pull the PICC as the patient was a very ill covid patient who was close to needing intubation. I was able to flush the catheter and aspirate blood. On the cxr I could see wire sticking out of the PICC line. The patient then had to go to ir and have the wire and PICC line removed."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reez1102 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health professional "friday sept 10th, I attempted to place a triple lumen PICC line. I accessed the vein easily and the wire advanced fine as well as the introducer. I had some difficulty advancing the PICC line from the beginning, but I then was able to get it to approximately the subclavian area. It would not go any further. I did pull out the tps stylet about halfway and then re-advanced it to see where the PICC ended by looking at sherlock. I did this approximately 3-4 times. I then left the catheter in place and removed the tps stylet. I did not notice that any of the stylet wire was missing. I knew I was not in the svc, but I wasn't sure where the tip of the PICC was at, so I obtained a cxr. I didn't want to pull the PICC as the patient was a very ill covid patient who was close to needing intubation. I was able to flush the catheter and aspirate blood. On the cxr I could see wire sticking out of the PICC line. The patient then had to go to ir and have the wire and PICC line removed." Additional information received 09/16/2021: was there any patient harm reported? Yes. What they're being treated for: hypercapnic respiratory failure and covid does the patient have an infectious disease?: yes.